Event description:
On (B) (6) 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure (patient age and weight unknown). According to the complainant, the prolieve catheter could not be advanced and mild to moderate urethral bleeding occurred. The procedure was stopped and not completed. Shortly after discharge when the patient tried to urinate, became faint & had a syncopal event. Emergency medical staff attended the patient until blood pressure was stabilized. After 30 minutes, the patient was released to spouse. Syncope and hypotensive event resolved on (B) (6) 2008.

Manufacturer narrative:
(B) (4) the upn and lot numbers provided by the end user were for a component of the prolieve thermodilatation kit; consequently, the device manufacture date and expiration date cannot be determined. Patient reported as stable as of last date of contact on (B) (6) 2008. Manufacturer report #3005099803-2008-2180 (B) (4).

Event description:
In 2008, it was reported to boston scientific corporation, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure (patient age and weight unknown). According to the complainant, the prolieve catheter could not be advanced and mild to moderate urethral bleeding occurred. The procedure was stopped and not completed. Shortly after discharge when the patient tried to urinate, became faint & had a syncopal event. Emergency medical staff attended the patient until blood pressure was stabilized. After 30 minutes, the patient was released to spouse. Syncope and hypotensive event resolved the same day.

Manufacturer narrative:
The model number and lot number are unknown; therefore, the expiration and manufacturing date is unknown. The device was not returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.